Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes from the lancet device.

Manufacturer narrative:
Correction to fields d1, d2a, d2b, d4, and h5 based on investigation results.